Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) one of the patient's lead displayed high impedances. X-rays confirmed the fracture on the lead. As a result the patient underwent surgical intervention where in the lead was explanted and replaced with another model which resolved the issue.

Event description:
Further investigation revealed the patient did not have the fractured lead explanted and replaced as previously reported. Instead, the patient continues to have the fractured lead implanted. Reprogramming efforts achieved effective stimulation, and no further intervention is planned at this time.